Event description:
It was reported that the patient underwent cervical fusion surgery on or about (B)(6) 2015 where he was implanted with polyaxial screws. It is further alleged that ¿imagining in (B)(6) 2016, only 1 ½ years later, showed that the screw had fractured. As a result, patient suffers permanent severe pain in his neck.¿

Manufacturer narrative:
The reported event could not be confirmed because no device and/or insufficient information was provided for review. Device history review could not be performed as no lot code was provided. Device evaluation could not be performed as no items were returned. Complaint history review could not be performed as no lot code was provided. Conclusion: the event could not be confirmed nor the root cause of the reported event determined because no device and/or insufficient information was provided for review. Device not returned.

Event description:
It was reported that the patient underwent cervical fusion surgery on or about (B)(6) 2015 where he was implanted with polyaxial screws. It is further alleged that ¿imagining in (B)(6) 2016, only 1 1/2 years later, showed that the screw had fractured. As a result, patient suffers permanent severe pain in his neck.¿